Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi #22 . Surgery details: no primary stability, implant surface not completely covered w/bone and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone qlty/qty and previous bone augmentation. The device was sent to the manufacturer. At the event the patient experienced: infection, pain, abscess and inflammation. No further patient complications were reported.